Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive, that moisture was located behind the display, and that the issue resulted in under-delivery of insulin. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-jun-2018 with the following findings: during investigation, the pump was returned with moisture behind the display lens. The keypad was intact. The pump was powered up to vibratory, and auditory alarms with a blank display screen. The keypad cover was removed to find no contamination. The pump cover was removed to find moisture ingress on the printed circuit board and internal components.